Event description:
Customer reported that pump housing had scratches and the charging port was damaged, making it difficult to maintain a charging cable in the port. There was no adverse impact to the customer's blood glucose level. Customer declined technical support follow-up for troubleshooting purposes.